Event description:
It was reported that the device alarmed and switched to backup ventilation during use. The ventilation was performed with settings for apnea. It was reported that vitals were deteriorating. It was further reported that the patient passed away two hours after the event, but the connection to the event has not been specified.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log entries show that the device has been performing a ventilation starting on (B)(6) 2023 at 06:21 and continued with short user-initiated standby phases. On (B)(6) at 02:14 the device logged the technical error 00.a018 / emergency backup ventilation. In reaction to the error the user set the device to standby and restarted the ventilation again. The alarm message was given again 21 times until the device was switched off by the user at 02:40. The error message indicates that the pressure sensor is faulty. Based on the log entries the root cause of the error is a faulty pressure sensor ps1 which showed an offset voltage that was outside of the specified range. The device can be repaired by replacing the pressure measurement unit of the pcb sensor. The carina is a long-term ventilator intended for sub-acute care patients. Sub-acute care refers to patients who are stable and require diagnostic and invasive procedures but not intensive treatment. In case of the sensor related technical error 00.a018 "pressure sensor failure" the device switches to emergency ventilation with 21 vol% fio2. The turbine maintains controlled ventilation with the required ventilation pressure even if the sensors fail. Emergency ventilation is pressure-controlled ventilation with reduced quality and is alarmed with "emergency ventilation !!!". In case of this alarm the IFU advises the user to start using an independent substitute device to continue the ventilation of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed and switched to backup ventilation during use. The ventilation was performed with settings for apnea. It was reported that vitals were deteriorating. It was further reported that the patient passed away two hours after the event, but the connection to the event has not been specified.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.